Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted for one (1) year and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm bioprosthetic valve. Patient also underwent CABG and post op status noted in recovery.

Manufacturer narrative:
Based on the information received, the most likely root cause is surgical technique that contributed to the event.

Event description:
It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for one (1) year and six (6) months, was explanted due to aortic insufficiency. The patient underwent redo sternotomy, aortic root reconstruction with pericardial patch and 23mm 3300tfx valve, and CABG. He was admitted because the pre-echo showed he had a communication between the aorta and the left ventricle via what looks like an abscess cavity. Intraoperatively, there was a large hole underneath the left coronary cusp. The previously placed aortic valve was removed. It appears that previously they had done was taken felt and tried to mattress the crest of the ventricle back to the aorta, and this whole area had torn apart leaving an extremely large abscess cavity. The size is about the size of a quarter. A pericardial patch was cut out and sewn this from the crest of the ventricular up to the aorta to seal off this area. Then 23mm 3300tfx valve was implanted. Postoperative echo showed an ef of about 20% to 25%. There was no aortic insufficiency. The chest was closed. The patient was transferred to the ICU. Patient also underwent CABG.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.